Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9141677. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that "0.5cm" of the bd intima-ii¿ closed IV catheter system needle broke off into the tube during use. The following information was provided by the initial reporter, translated from chinese to english: "at 9:30 on (B)(6) 2020, a nurse helped the patient to do infusion, when checking the needle, needle was part disconnected after the needle withdrew, there was a small part of the needle (0.5 cm) remained in the catheter tube, the nurse immediately replaced needle, check for patients after infusion, and reported to the head nurse, kept the needle."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that "0.5 cm" of the bd intima-ii¿ closed IV catheter system needle broke off into the tube during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "at 9:30 on (B)(6) 2020, a nurse's help the patient to do infusion, when checking the needle, needle was part disconnected after the needle withdrew, there was a small part of the needle (0.5 cm) remained in the catheter tube, the nurse immediately replaced needle, check for patients after infusion, and reported to the head nurse, kept the needle".